Manufacturer narrative:
The reported event was confirmed, as a manufacturing-related. A red rubber lubricath catheter was returned without its original packaging. The catheter was missing an irrigation eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 3 way catheter could not be irrigated. Once removed from the patient, the user found that the catheter was missing the irrigation eye hole. Per investigation results, it was found that a missing irrigation eye prevent irrigation and both the events are cascading.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 3 way catheter could not be irrigated. Once removed from the patient, the user found that the catheter was missing the irrigation eye hole.